Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available iegms confirmed the presence of artefacts on the rv channel, which led to the detection of vf episodes and shocks. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that about 36 months after the implantation the patient received multiple inappropriate shocks due to suspected lead fracture. The lead was capped and replaced. Apart from the inappropriate shocks no further adverse patient side effects were reported.